Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 79 instances of power - damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #2: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 5 instances of power - damage failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 2 instances of power - damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 111 allegations of a malfunction, 61 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to cracks in the battery compartment. During investigation for unrelated complaints, there were 3 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 215 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-88 years of age and between 24 and 346 pounds. Of the reported patients, 110 were male, 105 were female.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there was 1 instance of power - damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.